Event description:
It was reported the patient presented to the emergency room with shortness of breath and fatigue. The device reached elective replacement indicator (eri) and had rapid battery drain over approximately a five month period. Premature eri was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed the ceramic capacitor had shorting-low resistance. The high current drain was the result of excessive leakage current internal to the ceramic capacitor.